Manufacturer narrative:
This supplemental report is being submitted to update the initial medical device report (MDR) based on additional information. Olympus followed up with the user facility and was informed of additional information as follows; the procedure date was on (B)(6) 2018. The serial number of the device was (B)(4). The patient had cholangitis prior to the procedure. The patient was discharged 5 days after the procedure. The user facility commented that the reported event was not related to the device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the ¿date received by manufacturer¿ in section ¿PMA/510k¿ of the initial medical device report (MDR) based on additional information. Olympus was informed on december 20, 2018, about the reported event of initial MDR. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The devices have not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient had been hospitalized in the ICU due to an abnormal fever after an unspecified endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device. However, it has been reported that the patient improved after a few days. The device used on this procedure was tjf-q180v, but the information on a serial number of it has not been provided. Further, there was no other information such as the cause of the fever of the patient.